Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the cutting balloon froze on the wire. Vascular access was obtained through the radial artery. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempts to withdraw the flextome otw 3.50mm x 10mm cutting balloon, the catheter froze on the non bsc guide wire. Both the cutting balloon and guide wire were removed together without incident. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device was causing an unusual amount of smoke and there was also more bleeding in this case than in the past using the same device. The patient did not require any blood products due to the bleeding that was controlled. The doctor used clamp,cut and tie to control the bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). The device was functionally tested and an error code 5 was displayed. No smoking was noticed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The cracked blade could have affected the sealing function of the device.